Event description:
It was reported that post-sensed t-wave oversensing was observed on the ventricular channel during follow-up. The patient received inappropriate atp therapy. The physician elected not to reprogram the device.